Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a root cause of the foreign material could not be identified. Additionally, it's likely the adhesive detached from the distal end due to a degradation problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound bronchofibervideoscope exhibited the distal end had foreign objects and the adhesive detached from the distal end. There was no patient involvement.